Event description:
Analysis of the vns computer and flashcard was completed. No anomalies associated with the handheld computer were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard and software performed according to specifications. During the analysis, no anomalies associated with flashcard software or databases were identified. The flashcard and software performed according to functional specifications.

Event description:
Reporter indicated that a vns (B)(4) computer with (B)(4) software was freezing on the "interrogation successful" screen. A backup vns computer was successfully used alternatively, so no patients were affected. The computer and flashcard have been returned and are pending analysis.